Manufacturer narrative:
Manufacturer's investigation conclusion: although the report of low speed advisory alarms was confirmed through the analysis of the submitted log file, a specific cause for these alarms could not be conclusively determined. The submitted system controller log file captured normal pump function until (B)(6) 2020. At 11:22:31, the pump speed dropped below the low speed limit and struggled to maintain the set speed. This low speed event was accompanied by low speed operation alarms as well as elevated power. The pump resumed operation at its set speed by 11:44:13 on (B)(6) 2020 and no additional atypical alarms were captured for the remainder of the log file. A photograph of the external portion of the patient¿s driveline showed that most of the visible driveline was covered with white silicone rescue tape. No visible damage to the outer jacket could be identified in the areas not covered by rescue tape. The patient remained ongoing on support from (B)(6) until the pump was ultimately explanted on (B)(6) 2020 (reference MFR # 2916596-2020-01159). Pump parameters, including speed, are detailed in the introduction section of the hmii IFU. The alarms and troubleshooting section of the hmii IFU gives an in-depth overview of all alarms, including the low speed operation alarm, how they are triggered, and how to respond to an alarm(s). The hmii IFU patient care and management section covers wear and tear to the driveline. The heartmate ii lvas IFU and patient handbook both contain a section entitled "caring for the driveline". No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's history of external driveline damage is reported under MFR # 2916596-2020-00791. The onset of the patient's driveline infection is reported under MFR # 2916596-2019-05783. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was taken to the operating room for a pump exchange due to a severe driveline infection. The patient had a pus pocket at the site of the pump so the surgeons could not perform the exchange. The patient's chest cavity was debrided, irrigated with vancomycin, and the patient's chest was closed. While in the operating room the patient experienced a low speed advisory. The patient was asymptomatic with the alarm. Log files were sent to the manufacturer for analysis and showed two low speed advisories with speed drops as low as 7770 revolutions per minute. The information in the log file suggested a potential issue with the driveline as the issue only occurred while the patient was connected to the power module. Another possibility was that the pump's rotor ability to spin was potentially inhibited by some material other than blood. The patient's labs, including prothrombin time (pt), international normalized ratio (inr), and lactate dehydrogenase (ldh) were all within defined limits. The site reported that the patient's driveline did have some external damage that required rescue tape in the past, however, the driveline had been in that condition for a couple of years. X-rays of the driveline were done and were unremarkable, however, it was noted that the driveline did have significant external wear when visualized. The driveline was taped on (B)(6) 2020 to prevent further silastic tears. The patient was put on a grounded patient cable and continued to be monitored in-patient. Per the surgeon, it was suspected that the low speed advisories occurred while they were cauterizing around the pump. On (B)(6) 2020, the patient's blood cultures were negative for infection. The patient continued intravenous antibiotics and the surgeon hoped to either exchange the pump at a later time if the patient could tolerate it, or stabilize the infection so the patient can receive gastric sleeve and transplant.